Manufacturer narrative:
Bayer service tested a retained sample from a medrad® stellant disposable sss-lp-60-t kit, lot number 8119887. No visual or functional defects were identified. Functional testing concluded that the retained disposable performed to specification with no problems observed. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On july 18, 2023, bayer medical care received information that a patient who underwent a CT scan of the chest with contrast, suffered an alleged air injection while connected to a medrad® stellant CT injection system (serial number (B)(6) ). Air bubbles were observed in the right pulmonary artery and the left innominate trunk. The amount of air injected was not clinically determined. Post procedure, the patient was transferred to a hyperbaric chamber for further care and treatment and is reported to be in good health.

Manufacturer narrative:
Bayer service performed a system service check out of the stellant injector (sn (B)(6) ) on july 7, 2023 and determined the injector was operating to specification. The customer discarded the suspected disposables at the time of the incident; however, they were able to provide a lot number for the stellant CT disposable low pressure connector tubing (sss-lp-60-t, lot number 8419887). The testing of a retained sample is pending. Once the evaluation is completed, a follow-up report will be submitted. Additional applications training was offered; however, the customer declined. The medrad® stellant CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.